Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 40 mg/dl, no symptoms, after an inadvertent infusion that day. There is no allegation of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia subsequent to the use error of an inadvertent infusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/15/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: battery compartment crack found below grip pad to the case seal. Unable to duplicate the complaint. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The last basal delivery and the last bolus delivery were on (B)(6) 2015. Pump boots to the verify screen with no issues. A rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.